Event description:
Pt reported the infusion device displayed a w2 low battery warning. Pt changed the battery and received another w2 low battery warning after a few hours. Pt changed the battery again, and a few hours later, the infusion device display was blank and the infusion device was giving an acoustic alert. Pt does not know what type of alert was displayed when the screen was blank, and pt does not know if the infusion device went into the stop mode when the alert was triggered. Pt replaced the battery again, and the infusion device started as normal. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was evaluated, and the complaint was verified. E8 power interrupt and w2 low battery errors were found in the history. The electronic compartment was visually inspected, and the acid of the super-cap leaked out as a result of a manufacturing error. Therefore, the super-cap and the surrounding electronic parts are corroded. This led to higher power consumption of the infusion device, and this was why the infusion device triggered an e2 battery depleted error before a w2 low battery warning message occurred. The infusion device restarted immediately due to this problem and correctly displayed an e8 power interrupt error message. The history also showed e4 occlusion errors, and the pt did not always solve the e4 errors correctly.